Event description:
It was reported the asymptomatic patient underwent surgery for initial implant of a pacemaker. When the pacemaker was connected to the leads, it did not function normally. The pacemaker was replaced, and the patient was in stable condition following surgery.

Manufacturer narrative:
Analysis was normal. No anomalies were found.